Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer's blood glucose level was 112 mg/dl. Customer advised they are unable to get insulin into the reservoir. Customer went through 3 reservoirs until they finally were able to get insulin into the reservoir successfully. Customer was advised that replacement reservoirs will be sent out and agreed to return the product for analysis.

Manufacturer narrative:
Two opened and used reservoirs were evaluated and the reservoirs and transfer guards passed per inspection. No occlusion anomaly was noted.